Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The suspect device was implanted and not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure. The patient had an anterior mesh placement with tension free vaginal tape (tvt) and uterine preservation and had become significantly hypotensive, with a hemoglobin of 6.5% and a palpable pelvic mass. The patient had no perceptible vaginal bleeding. An exploratory laparotomy was performed, and a large retroperitoneal bleed was noted, found to have its origin most likely at the left arcus needle placement. Hemostasis was achieved with floseal, and the patient responded well to a total of 5 units transfusion. Upon exploring her abdomen, she was found to have a rather large omental mass along the transverse colon (determined subsequently to be a papillary adenocarcinoma of uncertain origin). She underwent an ileocolectomy and ileostomy placement, from which she is recovering nicely.